Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited excessive noise causing unnecessary mode switch. The patient presented on (B)(6) 2020 for procedure and the lead was capped and replaced. The patient was stable.